Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected number ramping during testing noted. No unexpected low reservoir alarms noted during testing. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump stopped working. The numbers on the insulin pump's screen started to ramp up when they tried to deliver a bolus. The customer replaced the battery and received a low reservoir alarm. However, the customer was unable to clear the alarm because the buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.